Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being filed under the same MFR number. The jostent graftmaster is being filed under another MFR number.

Event description:
Reporting status: death/medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during use of two 3.0 x 15 mm xience devices, a perforation occurred and the patient ultimately died. A graftmaster stent was crossed to the perforation; however, it failed to seal the perforation. Per the sales representative, she understood from the lab that the graftmaster was not attempted for use until late in the challenge of the perforation. No other attempt was made with a device. It is my understanding that the patient had already lost too much blood and was experiencing very low pressure. The patient did not go to surgery. No additional event or patient information is available.